Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer performed a reset on their own, and technical support decided to replace the pump. The customer was informed on how to store and return the faulty pump, and they planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.